Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred and procedure was cancelled. It was reported that versacross connect laac access solution was selected for left atrial appendage closure (laac) procedure which was being performed. Several recaptures of watchman device were required due to challenging anatomy. Pericardial effusion was noted on the transverse sinus after device recapture. The procedure was discontinued and heparin was reversed. Tee was used during implant; there was no additional intervention required. The patient was sedated with general anesthesia when the procedure was cancelled. No further information was provided.